Manufacturer narrative:
Investigation of returned suspect power supply psi was unable to confirm reported problem. Performed output testing over the course an hour. The 5v supply didn't fluctuate by more than 0.001vdc while under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic field service engineer (fse) proactively replaced the kit svc o2 power supply psi. System fully functional.

Event description:
A medtronic field service engineer (fse) reported that the power supply was drifting. No patient present. No effect to system performance at this time.